Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated the reservoir leaked into the reservoir compartment. Customer verified leak was from the reservoir o-rings. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and replace set. Blood glucose level was 186 mg/dl at time of reporting. Nothing further reported.